Manufacturer narrative:
Per the user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. Check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the tubing connection can result in under delivery of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced elevated blood glucose (bg 4.2 mg/dl) and ketone level was 46-62 mg/dl. Cause of elevated bg was not known; however, customer reported that intermittently, the pump displayed the cartridge as being empty when it was actually full. Customer changed the infusion set site/cannula/tubing and cartridge multiple times. Customer was admitted to the hospital and was treated with insulin injections. Elevated bg and ketones were resolved. Customer was discharged on (B)(6) 2021. Reportedly, customer disconnected the infusion set tubing via the t:lock versus removing infusion set from body and the t:lock was reported to not have been straight/securely tightened. Customer reverted to using an alternate method of insulin therapy.